Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the patient had a left knee prosthesis placement, significant immobility and at high risk for deep venous thrombosis (dvt). The inferior vena cava (ivc) filter was placed right below the level of the renal vein. Completion venogram was performed, and the patient tolerated the procedure well without immediate complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and ten months post implantation. The patient reports filter tilt and migration of entire filter other than to the heart. The patient also reports experiencing physical pain and suffering and mental anguish. A CT scan performed approximately three years and ten months post implantation showed that the filter moved up above the renal veins and is now in the superior vena cava. The filter is also tilted. The patient is afraid the filter will break loose and cause death.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unknown j wire .035 145cm, 5f pigtail catheter, 6f sheath complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient had a left knee prosthesis placement, significant immobility and was at high risk for deep venous thrombosis (dvt). The inferior vena cava (ivc) filter was placed right below the level of the renal vein. Completion venogram was performed, and the patient tolerated the procedure well without immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter tilt. Per the patient profile form (ppf), the patient reports filter tilt and migration of entire filter other than to the heart. The patient also reports experiencing physical pain and suffering and mental anguish. A CT scan performed approximately three years and ten months post implantation showed that the filter moved up above the renal veins and is now in the superior vena cava. The filter is also tilted. The patient is afraid. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter tilt. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuousity and technique. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.